Event description:
The pt was unable to adjust stimulation. A "call your doctor" icon displayed. A power on reset occurred and was cleared by pressing the arrow on the navigation key. There were coupling and or communication issues. He fully recharged one week ago. Further info has been requested.

Manufacturer narrative:
(B) (4).